Event description:
The user stated they changed to a new lot number of calcium r2 reagent (62227501), performed maintenance, ran successful calibration and qc then tested patient samples. Six hours later, the user ran qc again and it was out of range. The user recalibrated, reran qc, and had to correct four patient results. The repeat testing was performed on a p module. All results are in mg/dl. Sample 1: initial result was 8.4, repeat result was 9.4. Sample 2: date of birth (B) (6), initial result was 7.9, repeat result was 9.1. Sample 3: date of birth (B) (6), initial result was 7.6, repeat result was 8.8. Sample 4: date of birth (B) (6), initial result was 7.2, repeat result was 8.3. None of the patients were adversely affected. The reagent lot number of the calcium r1 reagent was 61354901. The user refused a service visit because since recalibration with the new lot, qc has been okay and the assay was working okay.

Manufacturer narrative:
It was uknown if the initial reporter sent report to the FDA.